Manufacturer narrative:
One touhy-borst valve introducer was returned for examination. The reported event of introducer sheath was bent was confirmed. An indentation/kink was visible in the sheath body, approximately at 0.9 mm from the tip. The sheath inner diameter and length were measured, and both met specification. No other damages were observed from the returned unit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue with the sheath being kinked or bent before use would be observed during this inspection. In this case, additional cut-downs were performed to attempt insertion of the introducer. If the introducer can not be inserted it can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a coronary artery bypass graft (CABG) performed on a (B)(6) male patient, the observation was that the end of the introducer sheath was found short and soft. Therefore, it concertinaed and bent, being not possible to insert the introducer through the vessel despite dilatation and making cuts extending the vein. A new larger introducer was placed using the same insertion site and wire and dilating without the sheath mounted on the dilator and worked successfully. There was no allegation of patient injury. The device is available for return..